Manufacturer narrative:
Other applicable components are: product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. Product ID: 977a260, serial# (B)(4), implanted: (B)(6) 2015, explanted: (B)(6) 2016, product type: lead. (B)(4).

Event description:
Information received from the patient reported that leads of their implantable neurostimulator (ins) had moved and they were to have revision surgery for thursday ((B)(6) 2016). No symptoms were reported in the event. The indication for use for the implanted device was noted as non-malignant pain. If additional information is received, the event will be updated. There were no further details, troubleshooting, interventions, or an outcome was reported regarding this event. Further follow-up is being conducted to obtain this information. If additional information is received, a follow up report will be sent.